Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 350 mg/dl and it was addressed with a manual injection. Troubleshooting with tandem's technical support indicated that there were air bubbles coming from the cartridge. A new cartridge was loaded.